Event description:
It was reported the device failed a volume test. No patient involvement.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a cracked battery door and compartment. There was no evidence if the reported problem in the device's event history log. Three accuracy tests were performed. Upon testing, the reported problem was not able to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.